Manufacturer narrative:
The reported events of insulation twisted, and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular lead, it was noted that the lead exhibited low sensing amplitude, additionally, upon inspecting the lead for repositioning, it was noted that the insulation was twisted. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.